Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had a history anomaly. The blood glucose reading was 67 mg/dl, which was treated for with glucose tablets. The customer stated that his blood glucose reading on the day prior had been high at 486 mg/dl, and he had not been bolusing at the time. He noted that he had bolused .7 and .3 units of insulin, when he intended to administer 7.0 and 3.0 units, respectively. He noted that the reservoir showed more insulin than what was shown on the status screen. He advised that he had short term memory and had been in several comas in the past. He was not admitted as an inpatient for medical treatment. Advised the customer to consult with a doctor regarding the low blood glucose event and to monitor the insulin pump. He also reported a change settings alarm in the device alarm history, which was a normal occurence after exiting training mode. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.